Event description:
After submission of the initial MDR, product was received on 7/9/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). MFR no 3004753838-2025-173642 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
A voluntary medwatch report was received on 7/2/2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5171687 b5 describe event or problem - additional information d9 device returned to MFR - additional information d9 date device returned - additional information e4 initial report also send to FDA - additional information g2 report source - additional information g2 report source other - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information. H11 additional narrative - additional information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial supplemental, a correction is required.